Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual examination found the lead was bent at the distal region. The reported event of a kinked lead was confirmed. The cause of the reported event of a kinked lead was consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Insulation damage was noted on the right ventricular lead. The lead was explanted and replaced.